Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the label was missing the lot, and expiration date with a bd syringe 3ml ll. The following information was provided by the initial reporter: it was reported that expiration and lot number were missing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: four photos displaying a total of thirteen of 3ml syringes in fully sealed blister packs (p/n 309657) were received and evaluated. It was observed one of the syringes had the batch number 5300809 embossed on the peel tab. Twelve of the packages had the batch number 6110527 printed on the peel tab. No defects were observed. Batch 5300809 was manufactured in 2015, prior to the UDI requirements that mandated marking individual packaging with expiration date. Batch 5300809 was manufactured correctly per product design at that time.

Event description:
It was reported that the label was missing the lot and and expiration date with a bd syringe 3ml ll. The following information was provided by the initial reporter: it was reported that expiration and lot number were missing.